Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the erbe had errors c-33 and did not know which energy or port was affected by the fault. Tse (technical support engineer) was able to confirm the erbe error: c-33 and informed that the erbe need replacement: the monopolar was affected intermittently. Tse asked the reporter to bring a force triad. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found error c-33 was confirmed during power-on testing. No visible issues were found, and the unit will be returned to the original equipment manufacturer for further analysis and repair. The complaint was confirmed based on failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates high frequency voltage measurement value too high in on state. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: actions taken to resolve the reported issue were the or followed the usual procedure changed energy cable and instrument. Turned the column off and on. All interventions were completed (no conversion). The fse changed the generator the next day.

Event description:
Refer to h11 for follow-up information.